Event description:
It was reported that a malfunction alarm occurred with the customer's device, displaying malfunction code 12. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided instructions to reset the pump, and the issue resolved without recurrence after following the guidance. The customer was advised to contact support again if the issue reappeared, which the customer acknowledged.